Event description:
This is a 73-yr-old male who was admitted on 10/22/94 with diagnosis of copd. On 10/27/94, pt's bedside cardiac monitor malfunctioned. Unit was promptly replaced by biomed. Pt sustained no adverse effect.